Event description:
An email was received regarding primary plum set, 1.2 micron filter, clave y-site, secure lock, 104 inch it was reported that on an unspecified date the lipid/total parental nutrition (tpn) tubing was leaking from the filter. There was patient involvement, but no patient harm.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01apr2026 has been used as a placeholder. The device has been requested for evaluation- it has not been received. The investigation is pending.